Event description:
It was reported that unspecified bd infusion set was damaged. The following information was received by the initial reporter with the following verbatim: customer stated that I just received another cap that failed this am. I don¿t have an associated icare for this one yet. Should I wait to send it separately or send it with the previous cap?

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
It was reported by the customer that ¿upon accessing midline IV line it was noted that there was delayed recoil of the blue anti-reflux piece within the clear casing. An audible "snap" sound was heard. Two samples of the maxzero connectors were submitted for quality investigation. Samples were received under complaint pr (B)(4). The sample maxzero connectors were first visually examined for any damages or abnormalities. There were no issues identified during the visual inspection. The maxzero connectors were then connected to sample extension set tubing use for testing purposes. Additionally a 10 ml syringe was used to push water through the maxzero connectors in order to replicate the issue the customer reported. There were no issues with leakage, air-in-line or occlusion when pushing fluid through the connector. The syringe was then disconnected from the maxzero connectors. When the syringes were disconnected the maxzero connectors made an audible clicking sound when closing and it allowed for some fluid to exit though the maxzero inlet. The maxzero appears to close with a slight delay when disconnecting the syringe, however, when it closes, it closes quickly and catapults fluid, giving it an appearance of shooting water out of the connector. The customer complaint of component damage - leak was verified. After the investigation along with manufacturing and quality operations, it was not able to replicate the condition reported at the manufacturing facility, however, the most possible scenario that was identified is partial/lack of silicone applied to the valve, this may be generated in the assembly machine due issues with the silicone dispenser station. Actions have been taken to address the silicone dispensing issue for this assembly after the estimated date of the products production. No further corrective or preventative actions were considered necessary. A device history record review could not be performed because the lot number is unknown. After tracing the maxzero identification number, the lot numbers could not be determined because there were multiple material possibilities.

Event description:
No additional info.